Event description:
It was reported that this right ventricular (rv) lead was explanted due to it exhibited pacing inhibition. It was confirmed that the lead was fractured and damaged. A new rv was successfully implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Continuity test and x-rays concluded there was an outer conductor fracture. Visual inspection of the lead confirmed that the polyurethane insulation was torn at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed tear.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Continuity test and x-rays concluded there was an outer conductor fracture. Visual inspection of the lead confirmed that the polyurethane insulation was torn at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed tear.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it exhibited pacing inhibition. It was confirmed that the lead was fractured and damaged. A new rv was successfully implanted. No additional adverse patient effects were reported.